Event description:
The hcp reported the pt was experiencing mental status changes with no changes in spasticity at the time and was admitted to the hospital for this. The pt has had extensive medical workups with the report that nothing has been found. The hcp is questioning the pump even though the pump volumes have been accurate at refill. Currently the pt is on a simple continuous dose of 600mcg/day of 2000mcg/ml baclofen. A follow up report will be sent when additional information is received.